Event description:
In 2009, approximately 15 minutes into therapy, the patient presented with dyspnea, pruritus, heat, rash and thoracic pain while using the xph110 synthetic hf dialyzer. The nurse stopped ultrafiltration, administered a saline bolus, benadryl, oxygen and hydrocortisone (200 milligrams) to the patient. The blood lines and dialyzer (dicea 150) were changed and the patient finished the therapy and is in good condition. The sample was discarded and therefore not available for evaluation. No abnormality was found in the biological testing performed on retained samples. The manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found.

Event description:
Reportedly a 6900p, 27mm valve was explanted after a 47 month implant duration due to unknown reasons. No additional information is available at this time. Sales representative will send the device to edwards lab once he receives a return kit.

Manufacturer narrative:
The sample was discarded by the customer and therefore an evaluation will not be performed.